Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
Additional information from the author was received. It was stated that no olympus device malfunction occurred. The adverse effect of the esophageal laceration was secondary to difficulty in remove the powerspiral motorized enteroscope at the esophageal level. No serial numbers were able to be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The related patient identifiers are as follows: -(B)(6):sif-h190. -(B)(6):psf-1. -(B)(6):dpst-1. This complaint is for (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. The model no. Of the product was unknown but a representative product was chosen for processing purposes (sif-h190). Of note, the additional devices selected for intestinal videoscope and single use powerspiral tube to represent the other devices utilized are not approved for sale in the united states, nor is a similar device approved for sale in the united states.

Event description:
Olympus reviewed the following literature article titled "prospective and comparative observational study between single-balloon enteroscopy and motorized spiral enteroscopy." Motorized spiral enteroscopy (mse) emerged as a technique with higher insertion depth and shorter exploration time. However, comparative studies with previous techniques are scarce. We aimed to compare single-balloon enteroscopy (sbe) and mse efficacy and safety. Type of adverse events/number of patients: [sbe saes] the number of adverse events is unknown. Duodenal perforation (requiring over the scope clip surgery). Post-biopsy bleeding in a gist (requiring an unknown interventional surgery). [Mse saes] the number of adverse events is unknown. Self-limited post-polipectomy bleeding. Arytenoid edema (eti 24h). Esophageal laceration (tsc). Abdominal pain and bacteremia. There is no report of any olympus device malfunction in any procedure described in this study.